Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 18mm, diameter 3.0mm, was intended to treat a lesion in a pt. It was reported that the stent could not cross the lesion. The target lesion, which was located in the mid lad, exhibited 80-90% stenosis and was highly calcified. It was reported that the target lesion was pre-dilatated to 8 atm and 12 atm using a 2.5 x 15mm sprinter balloon. A driver stent, 2.75x18mm, was used to treat the lesion. No pt injury occurred and the pt was stable post procedure. No clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent; 80-90% stenosis, highly calcified lesion. Conclusions: 80-90% stenosis, highly calcified lesion. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specifications. The 1st and 2nd distal segments appeared slightly flared with a number of deformed struts. One strut on the 1st segment was raised. The remaining stent segments were intact. The distal tip of the device was damaged.